Event description:
A report was received that high impedances were observed before completing ipg implantation. The physician attempted to wipe the electrode with gauze, but high impedance issue was not resolved. It was decided at that time to replace the lead with another of the same product. Patient is doing well post operatively.

Manufacturer narrative:
Operator of device: lay user/patient. The returned vercise m8 adapter was analyzed and no anomalies were found.

Event description:
A report was received that high impedances were observed before completing ipg implantation. The physician attempted to wipe the electrode with gauze, but high impedance issue was not resolved. It was decided at that time to replace the lead with another of the same product. Patient is doing well post operatively.